Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of unit that is attached to the wand separated and detached. It was further reported that an x-ray was taken to identify the location of the tip. The surgeon was able to retrieve the tip and complete the procedure successfully. An approximate 20 minute delay was reported.

Manufacturer narrative:
The product was returned for investigation. The reported tip breaking condition was confirmed. The missing flower shaped electrode portion was also returned for evaluation. The rest of the electrode was visible inside the ceramic tip. Some visual wear marks were observed on the ceramic, lumen and insulation. Review of the device history record of this lot disclosed no discrepancies that could contribute to this condition. Non-conformance report historical data was also reviewed for any event associated to subject part number and lot number identified by the customer. An investigation was generated after an increase in tip breaking condition including this part number was observed. The probable root causes for the reported condition can be associated, but are not limited to: non conforming component, poor assembly process:, and/or misuse in sum, the product was returned for investigation and the failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy procedure, the tip of unit that is attached to the wand separated and detached. It was further reported that an x-ray was taken to identify the location of the tip. The surgeon was able to retrieve the tip and complete the procedure successfully. An approximate 20 minute delay was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.